Event description:
The complainant reported a 63-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. During implantation attempts for the impella, it was noted that the patient was bleeding from the access site. Floseal was subsequently placed around the anastamosis to achieve hemostasis. Additional intervention was not required for the bleed and the patient remained stable following the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
(H3) the investigation into the reported "access site bleeding and delivery issues" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. Based on the clinical account, the root cause of the delivery issues was due to patient condition. The cause of the bleeding could not be determined due to lack of clinical details and that the product was not returned. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
In addition to the original filing for access site bleed, it should be known that the pump had become bent.